Manufacturer narrative:
P-cap locked in place properly during testing. Proceed with it by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. Proceed with the following testing to assure proper functionality of the unit. Pump passed sleep current measurement and active current measurement test. No unexpected low battery alarms or unexpected battery power loss noted during testing. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might of trigger the reason complaint. The adapt tool reveals that on 11/18/2025 14:00:16.000, 11/18/2025 18:00:00.000, 12/12/2025 13:00:00.000, 12/12/2025 17:00:00.000, 12/12/2025 21:00:00.000, 12/13/2025 01:00:00.000, 12/13/2025 05:00:00.000, 12/13/2025 09:00:00.000, 12/13/2025 13:00:00.000, 12/13/2025 17:00:00.000, 12/13/2025 21:00:00.000 and on 12/14/2025 01:00:00.000 pump error 25 alarm. The power management tool indicated the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) abnormal behavior during download history review as shown in the power management graph. Proceed by cutting unit open and performing a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly and no moisture damage was noted on electronic assemblies during visual inspection. Disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored for 24 hours. After redownload unit and inspect unloaded voltage (ul vlith) and loaded voltage (loaded vlith) voltage on the power graph they were within spec. The following cosmetic damages were noted: scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked keypad overlay, cracked case, battery tube threads - cracked and cracked case (battery tube). In conclusion, customer concern was confirmed during download history review of pump error 25 being recorded due to j6/pcb1 connector anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 25(this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the insulin pump from running). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer was instructed to revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.